Manufacturer narrative:
We have now concluded our investigation for the complaint received. A review of the batch manufacturing records was performed. It could be confirmed there was no any issues identified during manufacturing process that could have caused or contributed to the complaint problem. A complaint history review was carried out using the lot and part numbers provided, there have been no further complaints reported with this failure mode in the past three years. The device was intended for use in treatment. It was reported that issues were identified during application. As no samples were returned a thorough product evaluation could not be carried out. The silicone melt may be caused by the lower silicone adhesion to polyurethane film. During the manufacturing of the dressing, in process checks are undertaken for this product. All material is manufactured according to the specification and only product meeting the release criteria will be passed on for further processing. We have not been able to confirm a relationship between the event and the device or identify a definitive root cause. No further actions are deemed necessary. Smith and nephew acknowledges customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that the silicone adhesive of the pico 7 dressing has been melted, so it did not adhere to the skin well and caused not to be compressed. The treatment was continued with a backup. No patient harm. No delay was reported. The samples will not be returned due to the contamination, and further information is not available. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.